Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the syringe 1ml ls 25ga 5/8in chin graphics barrel was found damaged prior to using it for an injection. The following information was provided by the initial reporter, translated from (B)(6) to english: "according to the doctor's advice, the barrel of the 1ml syringe were found to be damaged when they were used for subcutaneous injection."

Manufacturer narrative:
H.6. Investigation: root cause could not be determined as no photos and samples returned for investigation. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. Failure mode could not be verified.

Event description:
It was reported that the syringe 1ml ls 25ga 5/8in chin graphics barrel was found damaged prior to using it for an injection. The following information was provided by the initial reporter, translated from chinese to english: "according to the doctor's advice, the barrel of the 1ml syringe were found to be damaged when they were used for subcutaneous injection."